Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. However based on the report of the user, omsc surmised there was the possibility that the reprocess by the subject device could not have been performed properly due to the user handling. Omsc also concluded that the reported phenomenon was occurred due to the user handling, not the subject device malfunction.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that though the disinfectant solution acecide was replaced at (B)(6) 2020 for the subject device, the user have not checked the disinfectant concentration with using test strip and the disinfectant concentration was unknown. There was no patient injury associated with this report.